Event description:
While wearing the external equipment, the pt reportedly had no lock between the external equipment and the cochlear implant. In 2005, the patient was seen for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. The company was notified that the pt was explanted. The pt was reimplanted with another advanced bionics device.